Event description:
It was reported that the patient experienced no stimulation. The patient's device stopped working for an unknown reason. Non-normal battery depletion occurred. The neurostimulator and extension were replaced. The lead still worked and was left in. Further information is being requested from the company representative.